Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined an interaction with the heavily tortuous lesion contributed to the failure to cross and the stent becoming disrupted on the balloon such that it subsequently dislodged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending artery (lad) with heavy tortuosity and mild calcification. The 2.50 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion during a direct stenting procedure, but it was unable to cross the bend in the left main. When the sds was removed from the anatomy, the stent implant dislodged from the sds and remained in the left main artery. There was no resistance while removing the sds. A snare device was used to recover the stent; however, the stent was unable to be pulled through the guiding catheter. Radial arterial cut down was performed to remove the dislodged stent. No additional information was provided.